Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4). No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with as implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the hcp knew the patient had elevated impedances for years. Impedances were: c1: 3125; c2: 4269; c3: 4231; 13: 4219, no troubleshooting was done. No symptoms or complications were reported or anticipated.